Manufacturer narrative:
From the investigation, the needle was confirmed to have failed to retract fully, remaining in the exposed portion of the soft cannula. Upon opening the pod, it was observed that the formed needle failed to be seated correctly in the slide retract component. No deformities or damage to the components were identified that would have caused the needle to become dislodged from the slide retract. The combination of these findings helps verify the pain, bleeding, and bruising claimed by the customer. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
Mother reported that the patient was complaining that the pod was painful and, after 20 hours, they took off the pod. She stated that the cannula felt stiff, like the needle is still in the cannula. The site was bleeding, red, and bruised.